Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted the distal conductor had blood/body fluid (not obstructed), inner tubing kinked/buckled, there was blood in/on helix/lobe mechanism (sleeve head), there was blood in/on helix/lobe mechanism, there was a tip seal observation, and the lead was damaged at implanted.

Event description:
It was reported that the helix would not come out at an implant. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.